Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros intact pth (ipth) results were obtained from samples from multiple patients processed using vitros immunodiagnostic products intact pth reagent lot 1820 on a vitros 5600 integrated system. The results were higher than expected when compared to a non-vitros roche method. Patient 2 sample result of 90.4 pg/ml vs an expected result of 56.3 pg/ml patient 3 sample result of 73.6 pg/ml vs an expected result of 53.2 pg/ml patient 5 sample result of 76.3 pg/ml vs an expected result of 56.7 pg/ml patient 6 sample result of 117.7 pg/ml vs an expected result of 82.6 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros ipth results were processed as a method to method correlation and were not reported from the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that higher than expected vitros intact pth (ipth) results were obtained from samples from multiple patients processed using vitros immunodiagnostic products intact pth reagent lot 1820 on a vitros 5600 integrated system. The results were higher than expected when compared to a non-vitros roche method. A definitive assignable cause could not be determined. Based on historical quality control results, an issue related to the performance of vitros ipth reagent lot 1820 cannot be ruled out as a contributor to the event. As precision testing was not performed on the vitros 5600 system, no assessment of the instrument¿s performance at the time of the event was made. However, the customer gave no indication of any vitros 5600 system malfunction. Therefore, an instrument issue is not a likely contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Additionally, a sample handling and storage related issue cannot be ruled out as a contributor of the event as no details about how the samples were stored and handled at the reference site, as well as, when the samples were tested was provided. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ipth lot 1820.